Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient around (B)(6) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. It was reported that a ventricular tachycardia (vt) ablation was performed successfully on (B)(6) 2022. No effusion was seen post procedure using the ice catheter. However, the patient complained of chest pain around 10pm that night. A pericardial effusion was diagnosed, and the patient went to the operating room (or) for a pericardial window. The patient was stable at the time of the call. The catheter was discarded. The physician does not believe the adverse event is related to the product. The procedure was a first time idvt, and it was not part of a study. The bwi representative stated that to the best of their knowledge, the patient was stable at the time of reporting. As they understand, it is believed that the patient may have experienced a coronary sinus (cs) perforation, and perhaps a mitral leaflet chorde was damaged as previously existing mitral regurgitation (mr) seems to have been exacerbated. The patient required extended hospitalization because of the adverse event but no other specific details were available. Patient weight is unknown; however, it was reported that the patient has a smaller build. Patient has relevant history of parkinsons. A stockert smartablate generator with serial number (B)(4) was used in the event.